Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose readings and prime/fill anomaly. Customer's blood glucose value was up to 500 mg/dl. The customer treated with syringe. The customer had symptoms such as frequent urination and general discomfort. The customer stated that she bolused a lot and it kept going up. The customer stated that air bubbles were not present. The customer stated that the drive support cap appeared normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. No prime/fill anomaly noted. The motor is touching the test reservoir and fully connected to the bottom of the test reservoir noted. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump received with cracked reservoir tube lip, cracked reservoir tube, cracked case near display window corners and minor scratches on display window noted.